Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of osteolysis that developed while being implanted for approximately ten years. (D11) concomitant device(s): - 12/14 zirconia head 32mm +3.5mm neck (cat# 148-32-03 / sn# (B)(6).

Manufacturer narrative:
Pending evaluation concomitant device(s): 12/14 zirconia head 32mm +3.5mm neck (cat# 148-32-03 / sn# (B)(4)).

Event description:
As reported, the patient was initially implanted on (B)(6) 2009. A left hip CT and x-ray showed a tremendous amount of osteolysis. The surgeon revised the (B)(6) male¿s liner to an e-poly and replaced the head. Patient was last known to be in stable condition following the event. All available information received at this time.